Event description:
It was reported that the reporter was from an insurance company and that the pump they were calling about was recalled. It was reported there was a problem with the pump but the reporter didn¿t know what it was or when it started. The reporter was unfamiliar with the pump. It was reported ¿they put through the replacement back in may and it said something about a battery replacement, then said something about a recall¿. The reporter was unaware if troubleshooting had been done. The type of medication being delivered via the device system was not provided. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10983r36, implanted: (B)(6) 2002, product type: catheter. (B)(4).